Event description:
Caller reported a pump malfunction that occurred after a body x-ray for a concert. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully reset it without recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support if any future issues arise.